Event description:
It was reported that there was an overstimulation sensation which began "about 2 hours" prior to the report. It was stated that the patient programmer and clinician programmer were unable to communicate with the implantable neurostimulator (ins) to turn the device on or off. It was noted that clinician programmer displayed "device is discharged, charge now" message. The patient reportedly used the recharger and was able to "successfully" start a charging session. It was stated that the ins icon on the recharger indicated that the ins was off even though then patient was experiencing "uncomfortable" stimulation. The screen reportedly changed from charging screen to "poor communication/reposition the antenna and try again" screen when the "stimulation on button was attempted." It was noted that this was attempted twice and had the same result. It was stated that a physician mode recharge (pmr) was attempted and "successfully" turned the stimulation off. It was noted that the patient was then able to continue successfully charging the device following the pmr.

Event description:
Additional information received reported the cause was not determined however the issue had not since occurred. It was noted active stimulation had been maintained and the patient was receiving good stimulation coverage.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n316695, implanted: (B)(6) 2012. Product type: accessory. (B)(4).